Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found the magnet strip on the side of the drawer, which the position sensor reads, was not in place. Reinstalled the strip securely in the drawer, updated firmware, reseated all cable connections at the back of drawer two, and confirmed functionality through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was opened but did not open any cubies in the drawer. Customer confirmed that rebooting and unloading the cubie were attempted, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patient, but the user was able to get the medications from different drawer. However, there were no adverse events or injuries reported based on this event.